Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Blood glucose was not impacted. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.